Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed. Add'l model # ra 400-8.

Event description:
(Drug/diluent: unk), (fill volume: unk and flow rate: unk), (procedure: unk and cathplace: unk). Flow rate too high. Infusion finished 12 hours early. No evidence of leak, but no fill volume provided. May have been underfilled. No adverse event occurred. Per dfu: nominal flow rate: 8ml/hr. Nominal fill volume: 400ml. Maximum fill volume: 550ml. The infusion delivery time is 48 hours (2 days) when filled to nominal volume and flow rate.